Manufacturer narrative:
The med history was rec'd and evaluated. Infection is the probable cause of failure. The pt's smoking is a contributing factor. Smoking is a known contraindication for dental implants.

Event description:
Implants did not integrate. One person affected.